Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It was reported that the patient had not fused, which may have contributed to the incident. A review of all applicable risk related documents revealed that k2m addresses alleged set screw back out concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
It was reported to k2m, inc on (B)(6) 2015 that a revision surgery took place in which a backed out set screw was removed. The patient reportedly had a set screw backout approx 4 - 6 months post-op. Revision surgery took place (B)(6) 2015.